Event description:
The reporter contacted animas on (B)(6) 2012 and stated the keypad buttons would stick when pressed and were intermittently unresponsive. The reporter denied damage to the keypad. The patient reportedly wore the pump exterior to a garment and cleaned it with a damp cloth. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that the ok, contrast and down arrow keypad buttons were intermittently unresponsive and the up arrow button responded appropriately. The audio bolus button was difficult to press. Evaluation revealed that there was evidence of keypad contamination found under all of the key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.